Manufacturer narrative:
The identity of the device was confirmed. Visual inspection revealed that a portion of the threads have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the manufacturing records did not identify any issues which would have contributed to this event. Reference report 3012447612-2019-00296.

Event description:
It was reported that a pedicle screw disassembled after the mating closure top was loosened in order to change the screw for a larger size. The pedicle screw was successfully removed and replaced. There was no failure reported for the closure top, however, device evaluation by a zimmer biomet personnel found the threads to be damaged. There were no reported patient impacts associated with this event. This is report two of two for this event.